Event description:
The user facility reported that while an employee was unpacking a case of s40 observed buffer powder on her leg and on the floor. The employee further observed buffer powder inside the case. The employee was also holding an s40 carton and buffer powder was exiting the carton from its seam. The employee retrieved a plastic bag to clean up the powder and experienced a burning sensation in her nose and throat. The employee was sent to the ER but no medical treatment was administered; the burning sensation subsided with fresh air. No procedural delays/cancellations were reported.

Manufacturer narrative:
A steris account manager arrived onsite and found the case of s40 and single cartons has been discarded. The user facility did not indicate that the case was received damaged. The account manager located two cartons of the same lot number subject of the reported event in the user facility's storage area and found the corners of the carton to be wrinkled. The operator manual states (pp.1-3), "if the carton of s40 sterilant concentrate is damaged, do not use the sterilant container inside the damaged carton." All cartons are inspected and hand packed into shipping cases; each shipping case is moved by hand to a shipping pallet. Steris reviewed the DHR of the lot number subject of the reported event and no issues were noted.